Event description:
Per the clinic, the patient developed a skin flap infection at the surgical implant site. The patient was treated with topical antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.